Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the blower, filters, and performed the (preventative maintenance) pm to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the blower, filters, and performed the (preventative maintenance) pm to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The unit failed the system leak test.there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date recv'd by MFR : 05apr2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.